Manufacturer narrative:
The electrical short was caused by alcohol pads getting lodged behind the drawer and coming into contact with the ac input.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported alcohol pads had gotten lodged behind the gts storage drawer, unit has signs of scorching and melted plastic. No adverse event was reported. A request was made for the return of the device, replacement sent.